Manufacturer narrative:
The device is not available for investigation. Maquet cardiopulmonary is aware of similar complaints. The device displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100 percent functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.

Event description:
It was reported there was a plasma leak form gas outlet. The device was not swapped out and use continued until the device was scrapped. No report pt effect. (B)(4).